Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary failure of dislodged pivot pin washer to be related to the customer reported complaint. The instrument was found to have the washer dislodged from its original position and not attached to the instrument. The washer was found to be missing. The missing piece was not returned with the instrument. The probable root cause may be attributed to either damage during use. Damage during use can result from instrument collisions or improper intraoperative cleaning with another instrument.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, a small round disc came off the jaws of the synchroseal instrument. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
On 04/03/2026, intuitive surgical, inc. (Isi) received user facility report mw5184804 stating: small round object came off the synchroseal articulating joint. Small screw near the distal end of the synchroseal (one picture shows attached, 2nd shows missing). Intuitive rep was present during the incident. Synchroseal and packaging sent to materials to be returned for evaluation. Intuitive followed up and confirmed that the customer returned the image with the shipping label previously.

Event description:
Refer to h11 for follow-up information.